Manufacturer narrative:
The catheter was returned, and analysis found the catheter body had significant twisting that may have affected infusion. The pump was returned, and analysis found no anomaly. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a company representative regarding a patient receiving compounded baclofen 1100 mcg/ml at 280mcg/day and dilaudid 0.6mg/ml, dose not reported via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019 it was reported that the patient experienced lessened pain relief and withdrawal. The environmental, external or patient factors that may have led or contributed to the issue was the pump had flipped. There was no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was pump and catheter were replaced. The patient wasn¿t getting pain relief and the expected residual volume was off from the actual. The managing physician had the surgeon replace everything. When they opened up the pocket there was fluid that drained, and the catheter was kinked and twisted on top of the pump. The pump volume expected was 23.4ml and the actual was 30ml. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated